Event description:
It was reported that a cgm error occurred, indicated by error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.